Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer pump was damaged. The customer¿s blood glucose level was 200 mg/dl. The customer reported that the drive support cap was sticking out. The customer performed auto test and was passed. The customer was advised discontinue pump therapy and back up plan. The customer insulin pump will not be returned for analysis.